Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient's infection had resolved and the patient was all clear. Re-implantation had been scheduled and the patient's surgical stages would conclude on (B)(6)2014.

Event description:
It was reported that the patient¿s entire system was explanted secondary to an infectious complication. Over the past several months the patient began noticing inflammation and erosion of the lead from the right parietal incision site without any precedent trauma. The patient¿s wife called the clinic on (B)(6) 2014 to inform them ¿he noticed his wires sticking through his scalp when he got his haircut last week.¿ this resulted in the erosion of the leads through his skin and subsequent tenderness in the retro-auricular region near the connectors. The doctor deemed that the system was already colonized and infection and it should just be removed prior to replacement. No culture was performed and the onset of the infection was not specified. It was not meningitis. The doctor intended to re-implant the patient in (B)(6). He was recovering as planned with no unexpected complications. It was too early to know if the infection had resolved. It was too early to know if the infection had resolved, so additional information was requested for a later date. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-02704 as the patient had surgery prior to this explant to replace eroding extensions.